Event description:
It was reported that bd maxzero pressure rated extension set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that leakage was noted at connection site to the hub of the IV catheter. Also noted that there was back flow even though the IV solution was flowing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage / flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5303 and lot# 25029321 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.